Manufacturer narrative:
The insulin pump was intermittent button response on the up arrow button due to corroded keypad traces noted. No unexpected scrolling or ramping of numbers or button error alarms noted. The insulin pump has cracked lcd window, cracked case at the lcd window corner, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube, cracked battery tube threads, cracked belt clip slot and stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the up and down arrow keypad buttons are not responsive and get stuck. Customer does not recall any significant events leading to the error. Customer's blood glucose was 300 mg/dl at the time of incident. Troubleshooting was done for button error and customer was able to clear alarm but troubleshooting was not done for keypad. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.